Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter could not provide any specific results which were obtained. It is not known whether this falls out with the control solution range of "116-155mg/dl" for this strip lot. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.